Event description:
Date of incident: 29apr2024. It was reported that a left mp 2 receiver split at junction in middle of receiver where gray part meets blue part. The dome and the tip of the receiver broke off inside the ear. The user did not get harmed from the incident, and no further intervention was needed. The broken receiver was returned to the manufacturer, however the serial number is not readable. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: DHR is not possible, as the serial number was not readable on the receiver. Clinical conclusion: it has been reported that a left mp 2 receiver split at junction in middle of receiver where gray part meets blue part. The dome and the tip of the receiver broke off inside the ear, and the user went to the primary doctor to have it removed. The user did not get harmed from the incident, and no further intervention was needed. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: all resulting actions are contained within the CAPA which includes assessment of risks and associated updates trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts if combined report: manufacturer's investigation is final. This is a combined (initial and final) report. This is a late report (3 days) due to human error.